Event description:
During a cardiac cath-lab procedure, a micro puncture wire was inserted into the patient- upon removal, the wire began to "fray"- the patient was examined under x-ray to make sure no pieces of the wire remained in the patient's body- supply chain leadership was contacted and the company to report the issue to them directly.